Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument sparked during intraoperative use. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. There was no arcing observed. The instrument tip turned black after the spark. The instrument was being used for monopolar coag when the spark occurred. The instrument was connected properly to the erbe generator. A fenestrated bipolar forceps was in use when the spark occurred. There was no instrument collision during the procedure. The instrument was in contact with tissue when the spark occurred. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). Fa found to permanent cautery hook instrument to have thermal damage on the distal clevis. The material appeared to have melting burnt off from the charring that occurred near the tip. Components adjacent to the distal clevis showed thermal damage. The instrument passed the electrical continuity test. No damage was found on cables or wires. The complaint was confirmed by failure analysis.